Event description:
It was reported that pen needle 32x4 5b ema was unable to deliver medication. The following information was provided by the initial reporter: the complaint is coming from one of the diabetes patients living in turkey. The main complaint is about the 4mm bd micro-fine plus pen needles' quality. The patient informed that feeling pain when injecting and the pn blocked.

Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval?: yes. D10/d11: concomitant medical products: returned to manufacturer on: 1/25/2021. H.6. Investigation: 90 sealed 32g x 4mm pen needle samples were returned from lot. No. 9155973, cat. No.320497. Visual examination and a clog test as per tp7004183 was carried out on 30 samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen needle 32x4 5b ema was unable to deliver medication. The following information was provided by the initial reporter: the complaint is coming from one of the diabetes patients living in (B)(6). The main complaint is about the 4mm bd micro-fine plus pen needles' quality. The patient informed that feeling pain when injecting and the pn blocked.